Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member reported that the patient had not used the implanted neurostimulator (ins) in 5 months and they are wondering what to do to get ins charged again. Patient services (pss) asked, caller said pt tried charging again and wasn't able to during the pandemic. Pss reviewed possible overdischarge and redirected to hcp office to address possible overdischarge.  No symptoms reported. Additional information was received. It was reported the cause of the event was unknown. After meeting with their manufacturer representative they were able to charge the ins, however after full charge it was dead the next morning. The patient was waiting on their manufacturer representative for their next steps. Additional information was reported that the patient tried to re-boot because they did not keep it charged for 12 hours. The ins becoming dead has not been resolved.